Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17026; related manufacturer reference number: 1627487-2022-05118. It was reported that the patient experienced pain at the ipg and both anchor sites. Reportedly, the patient feel the anchor through the skin. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg and anchors were explanted replaced. The new ipg was implanted in a new pocket to address the pain at ipg site. Different model anchors were implanted to address the pain at the anchor sites.